Event description:
Customer reported a failure of depleted battery. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter svc event. Customer reported incident occurred during biomed testing. Although baxter requested, no additional info was provided regarding pt demographics, medication involved, or device programming info. No additional contact info was provided.